Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a high blood glucose of 600 mg/dl. The customer also inquired about calibrating with his sensor. He was advised that he can only calibrate if his blood glucose was below 400 mg/dl. Troubleshooting for high blood glucose found the customer's blood glucose was 409 mg/dl. He had treated himself with a manual injection. Troubleshooting for the insulin pump found insulin was able to exit from the tubing. The customer also reported that there was not any leaks on the insulin pump. No additional information provided.